Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. Analysis also found that there was septum damage on the fluid path which occurred while not implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of compounded baclofen via an implantable pump for intractable spasticity and head/brain injury. The pump and catheter were returned to the manufacturer on (B)(6) 2017 for analysis. It was indicated the pump was explanted on (B)(6) 2017, and was not replaced. It was unknown if the patient was in a clinical study. The device had been used with/in the patient. It was unknown if there had been a patient injury. It was reported the patient had died, and the reason the pump was removed was provided as: other "patient death." It was reported the patient passed away on (B)(6) 2017, at their home. An autopsy was performed (B)(6) 2017. Additional information was received from the healthcare provider which indicated the patient's records showed cardiomegaly pulmonary edema, and no obvious injury. The cause of death was unknown as of (B)(6) 2017. No allegations had been made against the device or the therapy. The patient's medical history included; stroke, epilepsy, and cognitive impairment. The details leading up to the patient's death were unknown, it was indicated the last clinic visit for the pump was on (B)(6) 2017, and it was possible a refill was performed on that date. No further information was provided. Additional information was received from the office of the medical examiner on (B)(6) 2017. The decedent's records were reviewed, and it was reported that it was not believed that the patient's passing on (B)(6) 2017 was related to the device or therapy and there was no indication of any concern in the records. The only symptoms prior to the patient's passing that they were made aware of was that the patient was not sleeping well. The office of the medical examiner also stated that they had difficulty removing the reservoir contents and likely damaged the septum post-mortem. Although the cause of death was unknown at this time, the physician was awaiting toxicology results to complete the autopsy report and sign the death certificate. Additional information was received from a business partner on (B)(6) 2017. The patient was receiving 2000 mcg/ml compounded baclofen at 1024 mcg/day. Relevant history included spasticity and craniocerebral injury. Concomitant products were not reported. On (B)(6) 2017, after starting the product, the patient went to an appointment regarding his synchromed ii pump (it was thought a possible refill was performed at that time). As of (B)(6) 2017, the cause of death was undetermined and an autopsy was being performed. The medical examiner was able to aspirate 17 ml from the intrathecal pump for testing and the pump was to be explanted and returned to the manufacturer for analysis. A male being treated with intrathecal baclofen died approximately 10 weeks after his last pump refill. On (B)(6) 2017, it was learned the patient was (B)(6)-years-old at the time of death. On (B)(6) 2017, the pump was released by the county medical examiner and returned to medtronic. Patient weight was unknown.